Event description:
It was reported that there was a pump that reset to safe state mode. It was stated that the pump infused baclofen. It was further stated that the patient was getting "multiple bolus dosing events during the day, which was what put the battery into these issues.¿ it was noted that the parents of the patient were " a little freaked out to begin with (patient was one of the first 100 to be implant with new version of pump)." It was also noted that there were "several weekends of emergency stuff¿ that pertain to the event.

Manufacturer narrative:
(B)(4).